Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: h217 competitor implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2007, 4542 competitor implantable pacing lead implanted: (B)(6) 2007, 4470 competitor implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient experienced endocarditis. It was also reported that the lead had failed. Follow up was attempted and no further information could be obtained. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.